Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted on (B)(6) 2014. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; pain inter; diff bowel; rec incont; aggrav incont; damage; psych. Nonsurgical treatments: on (B)(6) 2020 the patient commenced pain medication: panodine forte for the treatment of: pain. On (B)(6) 2014 the patient commenced psychological medication: paroxetine for the treatment of: ptsd. Treatment duration: 7 years. On (B)(6) 2014 the patient commenced physiotherapy treatment (including pelvic floor exercises or training). Treatment duration: 3 years.